Event description:
An embolization coil did not deploy properly. The deployment failed and the doctor had to break the tip of the wire and work with it for a bit before the coil finally deployed. Every piece that was implanted inside the patient ended up being perfectly in-tact and perfectly in-place. It was the wire outside the body that ended up being broken to help facilitate deployment. I also want to add, this patient wasn't negatively "affected" by this incident. The coil ended up being properly placed. FDA safety report ID# (B)(4).